Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: explantation damage and wear was observed on the examined surfaces. Wear analysis could not be performed due to the explantation damage. More specifically, burnishing, scratching and third-body indentations were observed on the articulating surface. These are common damage modes of uhmwpe. No materials or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the event by a clinical consultant noted: there is one x-ray post event that confirms the cup is grossly loose with empty space below the cup and vertical tilt migration of the cup. The stem shows no issues. There is so much dislocation of the cup that it¿s initial position cannot be determined anymore. Quite likely, the empty space below the loose cup, we could call it osteolysis but I am not sure whether this really is osteolysis, is a symptom of poor initial fit or position of the cup heaving lead to impingement, lack of bone ingrowth with all results as reported. Based on the current information, this case cannot be solved. This would require availability of early postoperative x-rays to evaluate initial component positions directly after surgery -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could based on the information provided. Wear analysis could not be performed due to the explantation damage noted on the device. Additional information such as operative reports and patient notes are required to complete the investigation. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Tha primary surgery was performed on (B)(6) 2015. 4 months after surgery, a moving of the cup occurred. A revision surgery was performed on (B)(6) 2015. Wear of insert is suspected. The surgeon wants the investigation of wearing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tha primary surgery was performed on (B)(6) 2015. Four months after surgery, a moving of the cup occurred. A revision surgery was performed on (B)(6) 2015. Wear of insert is suspected. The surgeon wants the investigation of wearing.